Event description:
Related manufacturer reference number: 2017865-2023-25008. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the pacemaker and found high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead and pacemaker. The patient was in stable condition.

Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was programmed to high field. Electrical, longevity, and visual analysis was normal with no anomalies found.